Event description:
(B)(6) 2019 08:21:43 rfc_repairs (rfc_repairs) broken claws (B)(6) 2019 10:34:06 jonathan reyes (joreyes) inbound error (B)(6) 2019 09:39:57 melvin p pascua (mpascua) plastic program (B)(6) 2020 prw estimated to mnr repair due to stated problem of broken smlall/large claw post. Physical damaged (B)(6) 2019 11:12:50 lauryne wasan (lwasan) additional repairs needed per melvin pascua, service tech. The repair estimate was sent to the customer but we did not receive a response. A copy of the email sent to the customer has been attached to this notification. Unit is being returned back un-repaired since the customer has been un-responsive.

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02914). This MDR resubmission now reflects the correct product registration number. The customer did not authorize or respond to any device repair request. The device was not inspected. No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
On (B)(6) 2019 08:21:43 rfc_repairs (rfc_repairs) broken claws. On (B)(6) 2019 10:34:06 (B)(4). Inbound error. On (B)(6) 2019 09:39:57 (B)(4). Plastic program 10/23/2020. Prw estimated to mnr repair due to stated problem of broken smlall/large claw post. Physical damaged. On (B)(6) 2019 11:12:50 (B)(4). Additional repairs needed per (B)(4), service tech. The repair estimate was sent to the customer but we did not receive a response. A copy of the email sent to the customer has been attached to this notification. Unit is being returned back un-repaired since the customer has been un-responsive.